Event description:
Patient's mother reported patient was experiencing elevated blood glucose levels. Mother alleges the infusion device is not delivering as it should as the readings are remaining elevated. Mother stated the patient has been sick with the flu for the past 2 weeks and has had a urinary tract infection which is being treated with antibiotics for the last 5 days. Mother reported she raised the patient's temporary basal rate to 120% at night and also increased the correction boluses. Mother stated on (B)(6) 2014 at 6 am, the patient's blood glucose reading was 5.7 mmol/l; she put in 18 units of carbohydrates for breakfast. Mother reported at 8:30 am the patient's blood glucose monitoring device read 16.4 mmol/l; gave a recommendation of 1.6 unit bolus of insulin. Mother stated the patient's blood glucose reading at 9:53 was 17.1 mmol/l and at 9:55 am her reading was 17.4 mmol/l. Patient's normal blood glucose range was not provided. No further information is available. The mother did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and blood glucose monitoring device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).